Manufacturer narrative:
Method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications.

Event description:
Patient was implanted with an ipg and lamitrode 44c lead in 2007. He was discharged the next day but was complaining of weakness in his legs and inability to urinate. The patient went to the emergency room over the next 3 days complaining that he was barely able to walk and could not urinate. Four days later, the patient had a myelogram taken at a non-ambulatory surgical center which showed hematoma under the paddle lead. The surgeon explanted the entire system. The surgeon determined this was not a product-related issue and the hospital discarded the explanted products. The patient is currently in a long-term care facility undergoing physical therapy. The physician stated he believes the patient will get most of his lost functions back.